Event description:
Reporter stated that some of the device's internal contacts had melted and burned. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.